Event description:
It was reported that a fracture of l4 vertebral body was found 1 week post operatively. This event occurred in japan.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue.